Manufacturer narrative:
H10: the lot no for the device was provided, therefore a lot history review was performed. The sample was returned for evaluation and an x-ray image was provided for review. The investigation is confirmed for the positioning failure and fracture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction, a review of the reported information indicated that model fem06080 endovascular stent graft allegedly experienced positioning failure and fracture. The information was received from one source. One patient was involved with no reported injury. The male patient was 64 years old and weight was not provided.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review being performed. The sample was returned for evaluation and an x-ray image was provided and is currently underway review. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction, a review of the reported information indicated that model fem06080 endovascular stent graft allegedly experienced positioning failure and fracture. The information was received from one source. One patient was involved with no reported injury. The male patient was (B)(6) years old and weight was not provided.